Manufacturer narrative:
The device was evaluated by ventec where the reported issue of displaying a "patient circuit disconnected" alarm and being unable to maintain peep (positive end expiratory pressure) was confirmed. Ventec replaced the internal external flow module (efm) and internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was the efm and ift. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that it was displaying a "patient circuit disconnected" alarm and was unable to maintain peep (positive end expiratory pressure). There was no patient involvement associated with the reported event.